Event description:
The event involved a customer allegation of a device that reboots on its own and alarmed for n58 (low battery). The alarm logs were reviewed and the alarms n252 (depleted battery), n56 (replace battery), and n58 (low battery) were found. Testing and investigation found that device did not power up on battery power. When the device was powered up on ac power, the device displayed a depleted battery message, a message to keep device plugged into ac was displayed and the battery icon displayed an empty battery. When disconnected from ac power the device displayed a depleted battery message and powered off. A new battery was installed and the change battery option was keyed. The device then passed testing. When disconnected from ac power, the device displayed a depleted battery message and powered off. A new battery was installed and the change battery soft key was pressed. The device then passed testing. The complaint was confirmed with a probable cause of a combination of a depleted battery and the change battery soft key not pressed and is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.